Manufacturer narrative:
(B)(4); the product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) reported hearing beeping tones from the device. The patient was seen in the hospital for a device check and interrogation revealed a battery depletion (bd) error had been recorded. Device data was submitted to engineering for review. It was confirmed the device battery was depleting prematurely and could reach elective replacement indicator (eri) status within 30 days. Device replacement was recommended. Additional information was received, the device was explanted and replaced approximately two weeks later. No additional adverse patient effects were reported.

Manufacturer narrative:
UDI = (B)(4); this device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. It was confirmed that the device had not triggered replacement indicator battery status. External visual inspection identified no anomalies. A review of the memory confirmed the fault codes observed in the field. The device was disassembled and detailed analysis was performed on all three battery cells. One of the battery cells was confirmed to be completely depleted. Engineers determined that this device was demonstrating behavior consistent with a high current condition associated with the cathode and anode coming into contact and causing internal cell depletion.

Event description:
---